Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Event is being reported to FDA on one medwatch since the limited information available indicates that a revision procedure occurred. Should additional information be received regarding the revision procedure, the complaint will be reassessed and, if warranted, further medwatch reports will be submitted. This report is number 3 of 4 mdrs filed for the same patient (reference 1825034-2016-04231, 04239, 04240, 04241).

Event description:
Patient's right hip was revised due to periprosthetic fracture after a fall. No further information has been provided.